Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient had a potential overfill event. The patient connected to the cycler in an empty state. During fill 1 the patient filled with 326 of 2400 ml and bypassed the rest of the fill as he felt full. The cycler drained 1248 ml. The cycler proceeded to fill 2 and filled 2400 ml. The patient felt full and stopped treatment. The patient disconnected and performed a manual drain of 4400 ml. The cycler was replaced. During follow up the patient's nurse reported there was no adverse event associated with the overfill. The patient's dicomfort of feeling full resolved with the drain. The reported large drain of 4400 ml was 183% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and voltage check testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.